Event description:
Erratic readings completed within 10 minutes (446, 92, 138 & 413 mg/dl). Tests were performed on the finger. Results when plotted on a parkes error grid fell into the "c" zone showing the difference to be clinically significant. Please note that the testing site was excessively squeezed to obtain sample.